Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the wake button has stopped functioning. Troubleshooting with tandem technical support was performed. The pump still turns on when plugged into a power source. Customer had elevated blood glucose levels (+400 mg/dl). Contact stated that the customer has insulin pens to stabilize blood glucose levels. Reportedly, customer will continue to use the pump and has back up insulin pens if needed for continued insulin therapy.